Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted later that same day due to excessive vaulting, angle closure with elevated intraocular pressure (iop) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).